Event description:
A customer contacted (B)(4) regarding assistance with the homechoice (hc) unit during set up. Per the initial report, the home patient (hp)'s care giver (cg) stated that the hp was setting the machine up for tonight's treatment and fluid was pouring out of the patient line. The hc display is reading close all clamps. The hp informed the cg that she didn't see what she normally does on the display but she opened the door, removed the cassette and started with new supplies. (B)(4) assisted the home patient (hp) in explaining to the cg that usually if the door is opened, it will give a system error. The hp insists she put in a new cassette. The tsr explained that it appears that the hp was not completed with the previous treatment prior to resetting up the machine. (B)(4) assisted the cg with completing the end therapy process and advised the cg to start over with new supplies. The cg ended therapy and will use new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product surveillance contacted the caregiver (cg) whom stated that the home patient (hp) double primed, causing the solution to overflow from the patient line. She stated that they ended therapy and started over with new supplies. The cg stated that it only happened once and currently the hp is resuming therapy as usual. There was no injury or medical intervention reported. The lot number was unknown, so no batch review was performed. This complaint was from a home patient (hp) who overprimed. The complaint was not confirmed due to a lack of sample, however, there could be several possible causes for an over prime. Per additional information received from the caregiver, the hp double primed, causing solution to overflow from the patient line. There is not enough information in the complaint why the patient double primed; however, per page 11-21 of the homechoice apd systems patient at-home guide (07-19-61-244, issued on 10/2/2009), patients are instructed to reprime the patient line if the fluid level is not near the connector. The fluid level is to be at or near the connector at the end of the disposable set patient line before connecting the disposable set to the patient. This review found the labeling adequate for the potential use error in the complaint. For the (B)(4) 2010 renal division trend review held on (B)(4) 2010, a trend review of mdrs between (B)(4) 2008 and (B)(4) 2010 was completed for pd disposables. No adverse trend was identified for the as reported problem code overprime within product family x4 apd ancillaries, which the 5c4531c product code is in. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). Sample availability is unknown. If a sample becomes available a follow up MDR will be submitted.